Event description:
It was reported that (1) device was used during a protrectomy. It was reported by the affiliate that the cdh33 staples did not close promptly. Another device was used to complete the case. There was no consequence to the pt.